Manufacturer narrative:
(B)(4).

Event description:
The surgeon's hand was burned when the handpiece overheated. No treatment needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The handpiece was manufactured on february 10, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully. However, system message (sm) displayed when attempting to complete a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was unable to run for a full minute; therefore, the temperature of the shell was not able to be measured per methods stated in the product specifications. A flow rate test was performed on the aspiration line of the handpiece finding the handpiece to meet specifications. When connected to a resistance test box, a measureable resistance was seen from the high electrode to ground indicating a fail for this test. Disassembling the handpiece revealed moisture ingress and a discolored low electrode within the electrode chamber. The o-rings and crystal stack were visually inspected and found to not have any visual non-conformities. The inner diameter of the shell was measured to be within specifications. A review of the data indicates there were (B)(4) procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. It should be known that the system is designed to have occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Moisture ingress and a nonconforming low electrode were found within the electrode chamber. However, it remains unknown if the two nonconformities are related to the handpiece shell increasing in temperature. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A healthcare professional reported that the handpiece was overheating abnormally and there was no aspiration. Additional information has been requested but not yet received.